Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's pocket became infected. The patient's implantable cardioverter defibrillator and three leads were all explanted. The patient was reported to be in stable condition.